Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. Same case as MDR ID#: 2134265-2012-03293. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction (mi). The patient presented due to unstable angina. The 80% stenosed and 14mm long target lesion was located in the proximal left anterior descending (lad) artery extending into the mid lad with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and overlapping placement of a 3.0x16mm taxus element stent and a 3.50x16mm taxus element stent, resulting in 0% residual stenosis. After the stenting procedure and prior to the patient's discharge, the patient experienced elevated troponin values and a non st-elevated mi. The physician performed an ECG and no ischemic symptoms were reported. There was no report of stent thrombosis or abrupt closure. The location of the mi is unknown. No action was taken to treat this event and the patient was discharged the following day on aspirin and clopidogrel.